Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a complaint of chest pain approximately one week post implant. Pacing thresholds, sensing and impedance levels were all normal. Physician medical judgement was to reposition both the right atrial (ra) and right ventricular (rv) lead. The revision was completed and both leads remain in use. No further patient complications have been reported as a result of this event.